Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed and was determined that the problem could not be reproduced. The product returned for evaluation was a triple lumen 20cm power trialysis dialysis catheter. Use residue was observed throughout the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed all three lumens were patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization. No damage was observed during microscopic inspection. The complaint of leak could not be reproduced; therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that blood removal side (a): although blood was difficult to withdraw, there was no resistance to pushing. (There is reverse blood, but it is not enough to require dialysis.) Blood return side (v): a state in which you cannot pull or push. The me rotates the catheter 180 degrees and repeats washing with saline, and the blood return side (v) becomes retractable. (No change on the blood removal side) when the blood removal side (a) and blood return side (v) are connected in reverse to the dialysis circuit and the blood pump is started, blood leaks from the catheter insertion site. When the blood pump was stopped, the blood leakage stopped, so we assumed that the cause of the blood leakage was on the catheter's blood removal side, so we returned blood to the arm and performed hd. There was no blood leakage from the catheter insertion site until the end of dialysis. Observation at the time of triallysis removal: there was no problem on the blood removal side (a), and there was coagra on the blood return side (v). There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that blood removal side (a): although blood was difficult to withdraw, there was no resistance to pushing. (There is reverse blood, but it is not enough to require dialysis.) Blood return side (v): a state in which you cannot pull or push. The me rotates the catheter 180 degrees and repeats washing with saline, and the blood return side (v) becomes retractable. (No change on the blood removal side) when the blood removal side (a) and blood return side (v) are connected in reverse to the dialysis circuit and the blood pump is started, blood leaks from the catheter insertion site. When the blood pump was stopped, the blood leakage stopped, so we assumed that the cause of the blood leakage was on the catheter's blood removal side, so we returned blood to the arm and performed hd. There was no blood leakage from the catheter insertion site until the end of dialysis. Observation at the time of triallysis removal: there was no problem on the blood removal side (a), and there was coagra on the blood return side (v). There was no reported patient injury. No other information provided.